Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was then inserted into a thick vein, but dislodged. The lead was explanted. The patient is a participant in the post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.